Event description:
It was reported that customer experienced an unresponsive touchscreen on pump keyboard specifically when pressing number 4, so customer used on-screen calculator to select other numbers that added up to 4 in order to deliver bolus. There was no reported impact to the customer¿s blood glucose level. Technical support had not yet completed intake or contacted customer for troubleshooting, and no additional information was received regarding the outcome of the event.